Event description:
"Including, but not limited to" transvaginal sling urethropexy performed for stress incontinence. Less than a yr after sling procedure observed vaginal bleeding when wiping (note: had total hysterectomy 30 yrs prior). Was examined by several urologist, gynecologist after bleeding occurred trying to determine if the sling was the problem with negative results. In (B)(6) 2010, I was examined by a new dr (B)(6) who specializes in urogynecology, she confirmed that the mesh sling was causing my problems. On (B)(6) 2010 dr. (B)(6) removed what was left of the original mesh and inserted a new sling. As of today (B)(6) 2011, I still have bleeding and have to wear a pad at (B)(6). Painful intercourse. I feel that the problems that I continue to have an adverse affect on my every day living.